Manufacturer narrative:
We tried contacting the customer two times to inquire about the device failure to see collect the accurate information to do the investigation. We would like to confirm if the failure was with the remote network station, central monitoring system, or with the vital signs monitor having the communication loss issue. However, we have not had any communications back from them.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) is not communicating with the central monitoring system as the historical data is not available.